Event description:
The physician's assistant reported that the customer was hospitalized due to a hypoglycemic episode. Contacted customer and they stated that they had low blood glucose and was hospitalized for hypoglycemic coma, but they did not report the event to the help line. The customer stated that they felt possibly the pump delivered too much insulin resulting in the hospitalization. A replacement pump was requested.